Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge would not increase in charge percentage for an extended period of time despite showing the icon that the battery was successfully charging, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.